Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation. The patient reported that she removed the device due to the irritation. The patient's doctor prescribed a medication to treat the irritation. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.